Event description:
Iabp inserted. Fiberoptic did not zero or was not zeroed at time of insertion. The device was manually zeroed the following day.fiberoptic alarms could not be rectified.the helium line plug broke two days later and had to be replaced using a line from another kit. Subsequently, the iabp was removed a few days later. Manufacturer rep was informed by ICU clinical supervisor. Requested return of the device. Device has not been returned.